Event description:
It was reported that during an order service it was determined that the device had no power. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
The device was returned for analysis. A functional test of the device was performed, and the customer problem was duplicated. It was determined that the device was intermittently powering up and not powering up with batteries or an alternate current (ac) power was inserted. As a corrective action, the microprocessor unit board was replaced. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. D5 is unknown/other and e4 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).